Event description:
It was reported that the patient had fallen and is experiencing pain at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of system explant was reported to abbott. The patient had fallen and hit their battery site. Patient requested to have the device explanted per their choice. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.